Event description:
The lay user / patient contacted animas on (B)(6) 2012 alleging that a couple weeks ago the audio bolus button has become difficult to respond. Patient needed multiple presses for the button to function. During inspection of the audio bolus button with the customer care advocate (cca), the patient mentioned that he noticed a small hole in the rubber audio button. The patient denied any moisture in the pump and denied any misuse of the product. There is no evidence that a serious injury occurred. The complaint is being reported since the alleged issue with the audio bolus button was not resolved.

Manufacturer narrative:
Follow-up # 1 submitted (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling was observed. Evaluation revealed that the audio bolus button was torn in the center of the button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the audio bolus buttons unresponsiveness was not confirmed or duplicated; all of the keypad buttons responded appropriately and were functional. There was evidence of contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
.